Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter that came out of the channel (including sub-water supply). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, and h6 (component code). Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [july/09/2024]. Additional information added to field d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and it is unknown if the nozzle was flushed with water and air. The nozzle with wiped with lint-free cloths, brushes, or sponges, and it was flushed with detergent solution. The event can be detected and prevented by following the instructions for use: inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope exhibited foreign matter that came out of the nozzle

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited foreign matter that came out of the channel (including sub-water supply). There were no reports of patient harm or impact associated with this event.